Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: a review of the device noted an opening assessed as unidentified tear. The shell thickness was within specification.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to the patient's concern with the product. The device remains implanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth due to the patient's concern. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/17/2024.